Event description:
It was reported that the device lost pt connection after delivering a defibrillation shock. Customer (medics) arrived on a call with a report of a down pt and found that a bls crew, first responder, had already delivered a defibrillation shock using an AED (brand unk), the medics connected the device and it delivered the second shock to pt but it lost connection with the pt thereafter. Customer successfully finished the call with another device. It was reported that pt survived the event and was transported to the hospital. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported event could not be determined.